Event description:
The pancreas plastic stent bend a lot and showed marks of over bending. The stent remained in the patient, due to risks of impossible resenting. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - it is stored in a dark room inside a cabinet, at room temperature. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* - they are using our products for a long time already and did everything as usual was the wire guide lubricated prior to use? - they are using our products for a long time already and did everything as usual was the wire guide inspected for damage prior to use? - they are using our products for a long time already and did everything as usual was the device at the center of the complaint inspected for damage prior to use? - they are using our products for a long time already and did everything as usual did the patient involved exhibit altered anatomy or tortuous anatomy? - they said it was a very normal case was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - no, they finished the procedure and left the damaged device within the patient, due to the risk of failing the procedure with the second try were any other defects observed on the device prior to return (other than the reported complaint issue? - there won´t be a return of the device, because they left it in the patient what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - endoscope: tjf-q190, over visiglide and with a 7fr pusher) please indicate the location in the body where the stent device was to be placed - pancreatic duct was resistance encountered when advancing the wire guide to the target location? - they explained that the procedure was a standard case was resistance encountered when advancing the introduction system in place to the target location? - they explained that the procedure was a standard case, they are using our products for a long time, the failure of the material was new to them. How did the physician determine the length of the stent to be used for the procedure? - probably measured it, it does not matter, as the stent came out deformed from the endoscope was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no* - everything as normal they said were any modifications made to the complaint device or accessories used with the device in this procedure? - no please indicate why the modifications were necessary. - none were made did the patient require any additional procedures as a result of this event? - no what intervention (if any) was required? - none was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - none was performed

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device was not returned for evaluation. With the information provided, a document based investigation was conducted. A photo was received which revealed the stent implanted in the patient and appears to be bent on the duodenal end. Manufacturing records: prior to distribution, all gpsos-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for gpsos-5-5 device lot did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per information reported in the customer complaint form, a 7 french pushing catheter was used with the 5 french stent. Further confirmation was received that non-cook catheters were used in combination with the stents. Ifu0055 states "select the cook stent introducer system (if not included) in the appropriate size." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: medical imaging (e.g. MRI, CT, x-ray) was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. The instructions for use stipulate that a cook stent introducer (pushing catheter) should be used. Engineering has confirmed that although the geenen pancreatic stent (gpsos 5 5) is not supplied with an introduction system, a separate cook pushing catheter must be used. This pushing catheter is provided with its own IFU, which clearly specifies the compatible pushing catheters and stents. It is likely that the larger 7 french pushing catheter damaged the 5 french stent during advancement through the accessory channel of the endoscope causing it to kink/bend and that was exacerbated as the stent moved towards its target location. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the pancreatic plastic stent bent a lot and showed marks of over bending confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. The instructions for use stipulate that a cook stent introducer (pushing catheter) should be used. Engineering has confirmed that although the geenen pancreatic stent (gpsos 5 5) is not supplied with an introduction system, a separate cook pushing catheter must be used. This pushing catheter is provided with its own IFU, which clearly specifies the compatible pushing catheters and stents. It is likely that the larger 7 french pushing catheter damaged the 5 french stent during advancement through the accessory channel of the endoscope causing it to kink/bend and that was exacerbated as the stent moved towards its target location. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.